Manufacturer narrative:
(B)(4).

Event description:
A representative reported that they received a call from the physician yesterday about a patient¿s pump possibly being empty. The re presentative was to see the patient on (B)(6) 2013. The medication infused was unknown.